Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On december (B)(6) 2025, the patient sought medical attention after experiencing vomiting. Hospital staff noted a ketone odor upon arrival. At presentation, the patient had the pod on the abdomen for longer than 48 hours. According to the nurse, the pod had appeared functioning properly; however, the patient continued to feel unwell, prompting the hospital visit. Initial evaluation showed a fingerstick blood glucose level of 377 mg/dl, and the patient was diagnosed with diabetic ketoacidosis. Treatment included insulin and intravenous fluids. The pod was discarded at the hospital and therefore could not be returned for investigation. On (B)(6) 2025, the patient was transferred from the intensive care unit to a general care unit and was subsequently discharged on (B)(6) 2026. Following discharge, the patient's adult child reported that the patient was doing well and had transitioned to using the controller app on an iphone and was using a new sensor.